Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Facility address shortened from (B)(6) due to restriction on characters allowed.

Event description:
It was reported the subject device presented a light source not working. This event occurred during reprocessing. There were no reports of patient involvement.